Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent surgery in 2008, with implantation of bilateral posterior fixation at l4-5. It was reported that x-rays taken the following day revealed that the break-off portion of a setscrew was left inside the pt. The pt underwent a revision surgery the following month, to remove the tab. It was reported that the break-of driver used during break-off during the initial surgery did not retain the tab as intended and resulted in the tab being left implanted. No pt complications were reported.